Event description:
It was reported that during a pulmonary vein isolation (pvi) procedure, a faradrive steerable sheath clear was selected for use. No issues were noted during preparation of the sheath. During the procedure, blood leaking back at the valve of sheath was noted. Some air was noted when aspirating the sheath. This event occurred after the faranav catheter was removed to change the guidewire. Catheter was removed slowly, and aspiration was done after it was removed. Some air noted when aspirating and blood leaking back from valve was noted. The sheath was replaced, and the procedure was completed successfully. No patient complications have been reported. The product is not expected to be returned as it was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.